Manufacturer narrative:
This report is submitted on april 26, 2023.

Event description:
Per the clinic, the patient experienced skin irritation behind the ear and was subsequently prescribed medication (specific date, type and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed a cellulitis behind the ear and subsequently was treated with topical steroid (specific date and duration not reported). This report is submitted on may 22, 2023.